Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue. Other - device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.